Manufacturer narrative:
Taper unk. (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further info have been made. Allergan has received no response from the authors. Device labeling addresses the event of leakage as follows: "when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."

Event description:
Reported events of pouch dilatation, band slippage, "fluid leak from band", obstruction, "band-malfunction", infection, erosion, esophageal dilatation from journal article: "outcomes of revision laparoscopic gastric banding: a retrospective study., (B)(6) (2012). Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 12 pts listed in table 2 of the article and the 3 pts listed in table 3 of the article who experienced "fluid leak from band".